Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement and less frequently with other valvular surgical procedures. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. These events can result in permanent impairment of varying degrees. It is clear from a review of the literature that stroke after surgical valve replacement is related to the procedure and patient risk factors, and not the device. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received notification that this patient with a 27mm valve implanted in mitral position had an ischemic embolic cva after an implant duration of 1 year and 7 months. Patient had a right hemiparesis. After the mitral valve implant, on pod #4, atrial fibrillation was diagnosed. As per medical documents and reports, there was no evidence of intracardiac thrombus or masses around the date of the cva. Patient had a left atrium moderately dilated. Patient status was noted to be alive.